Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that on two occasions the pump stopped administering halfway through indicating that delivery was complete. It was also reported that the pump exhibited a maintenance required advisory. No adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'system advisory maintenance recommended' message. Functional testing was able to duplicate the reported problem. It was determined that the alarm was an annual preventative maintenance reminder. Preventative maintenance was performed and then device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.